Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) for a high blood glucose (bg) level of 785mg/dl and high ketone levels. In addition, the customer experienced esophagitis due to vomiting. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. The cause of the high bg was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.